Event description:
It was reported that the ventilator shut down and restarted multiple times with an audible alarm. The ventilator displayed reset. It is unk if the ventilator was connected to a pt when the reported problem occurred. The ventilator was from a hospital ER.

Manufacturer narrative:
Na